Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during the interrogation of the implanted device, the programmer was "sensing noise" and not getting telemetry. The cable was connected to the adapter and noise was observed. The caller tried to use the wand to interrogate the device, but there were no lights or telemetry. Another programmer was used and "it went fine." An old wand (radiofrequency (rf) head) was also used. The clinical specialist (cs) will get a new analyzer and rf head. The status of the programmer, rf head, and analyzer is unknown. No patient complications have been reported as a result of this event.